Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system provided inappropriate anti-tachycardia pacing (atp) and delivered more than two inappropriate shocks due to oversensed noise on the non-boston scientific right ventricular (rv) lead. Technical services (ts) recommended a lead evaluation. At this time, no additional adverse patient effects have been reported, and this ICD remains in service.